Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. D4: UDI: as several of the device characteristics are unknown at this time, the UDI is currently unavailable. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: capsular contracture, breast lift. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient involved in an adjunct study underwent a breast augmentation revision surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient presented with thin skin and wrinkling/rippling of the breasts. Additionally, she underwent a peri-areolar breast lift for an undisclosed reason. During a physical exam with a medical professional, she was diagnosed with bilateral capsular contracture of the breasts and bilateral breast asymmetry. The baker grade ratings were not provided. As a result, the patient underwent bilateral removal and replacement with 450cc mentor memorygel breast implants on (B)(6) 2003. This report is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2024, a manufacturing record evaluation (mre) was performed and completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).